Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventive maintenance. The device was visually inspected, functionally tested, and the alarm log review was performed. The alarm log review noted nothing unusual that would indicate the reported issue. Battery testing revealed that there was low battery voltage. The cause was determined to be due to depleted main batteries. To address this condition, the device was removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have low battery voltage. No additional information is available.